Manufacturer narrative:
(B)(6). 139252, m2a-magnum 42-50mm tpr insrt-6, (B)(4), 11-103202, taperloc por fmrl lat 7.5x135, (B)(4), 218152, strk-stl sag 12.7x82.2x1.2, (B)(4), us157850, m2a-magnum pf cup 50odx44id, (B)(4). Patient attorney has not indicated that the product will not be returned to zimmer biomet for investigation to date. Multiple MDR reports were filed for this event, please see all associated reports: 0001825034 - 2017 - 05739, 0001825034 - 2017 - 05740, 0001825034 - 2017 - 05741, 0001825034 - 2017 - 05725. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient's right hip was revised approximately six years post-implantation due to aseptic failure. Medical records notes osteolysis on both anterior and posterior aspects as well as 2 large cystic defects identified intra-operatively. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative notes. Very little bone loss was identified. Two (2) large cystic defects within the ilium and ischium was noted. The femur was inspected and found to have significant osteolysis on both anterior and posterior aspects of the taper-lock. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approximately six years post-implantation due to aseptic failure. Revision operative records noted a local tissue reaction from metal-on-metal articulation. Osteolysis on both anterior and posterior aspects of the femur, as well as 2 large cystic defects were also identified intra-operatively. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.